Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer results were reviewed. The runs were valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. The assay and software is performing correctly with correct interpretations. There is no indication that the alinity m hr hpv amp kit (list 09n15-090) lot 399449 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review file sample testing was performed. A product deficiency could not be identified by the file sample evaluation for the alinity m hr hpv assay (list 09n15-090) lot 399449. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed and there were no instances of false negatives. Quality data review device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 399449 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m hr hpv amp kit (list 09n15-090) lot 399449 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m hr hpv amp kit (list 09n15-090) lot 399449. Complaint trending was performed and did not identify a new adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv amp kit (list 09n15-90) lot 399449 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported 1 false negative result while using the alinity m high risk (hr) hpv assay. Sample ID (sid) (B)(6) was tested on (B)(6) 2024 with the alinity m high risk (hr) hpv assay, and the result was "not detected". The customer decided to retest the sample because visual curve inspection showed presence of an "other b" signal that exhibited non-sigmoidal behavior. The sample was retested on (B)(6) 2024 and the result was "other hr hpv b". The customer provided information that each test was performed from a sample that was freshly aliquoted from the same master sample. The sample was released from the laboratory on (B)(6) 2024 as " other hr hpv b" detected. There was no report of impact to patient management.